Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic/latino female patient underwent a revision breast augmentation with two 460cc mentor smooth round high profile prostheses and suffered several unexplained systemic symptoms, including burning sensation in her chests, painful to touch(breast), fatigue, hair loss, brain fog, and blurry vision. No device issue was reported. The patient stated that lab results in (B)(6) 2021 indicated all normal. The patient had a consultation with a healthcare professional. However, the root cause of the patient¿s symptoms was unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. The patient¿s symptoms were improved after the revision surgery. The event date was estimated as (B)(6) 2020 based on available information. This report is for the right-sided prosthesis.